Event description:
There was an allegation of questionable ckmbl creatine kinase-mb results from the cobas integra 400 plus w/o ise analyzer. The initial result was 6655 ul/l. The repeat result was 6569 ul/l and after calibration, the repeat result was 82 ui/l. On (B)(6) 2024, the repeat result was 7360 ui/l. After another calibration and cleaning of the inner and outer water tank, the repeat result was 5784 ui/l. For this test, the customer used a different edta sample from the same venipuncture. The result of 82 ui/l was reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number was (B)(6). A general reagent problem was ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined based on the provided information. A general reagent problem was ruled out because calibration and quality control were acceptable. Analyzer alarms received by the customer indicated overfilled tubes or wrong tube configuration, which both potentially lead to a too-deep dive of the probe into the sample, which could then cause additional droplets at the outer side of the probe.